Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a 3d scan issue. Initially the x-ray (2d), wouldn¿t take an image and the mobile viewing station (mvs) wasn¿t registering the system, it was displaying no visible green light. The site shut down both the image acquisition system (ias) and the mvs, which seemed to work. However, upon taking a 3d image, the system once again failed, failing to spin. The manufacturer representative (rep) once again went over all the checks, replaced the hand controller with the foot controller and restarted both machines, but the same error occurred and failed to get an image. The rep therefore, replaced both the mvs and the ias with a new system on level three, which worked on the first attempt. The rep was unable to take an error code for this, as their priority at that time was the patient, and the failure had already delayed the procedure for almost an hour. There was a delay of over an hour to the procedure. No impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450. H3: a medtronic representative went to the site to test the equipment. Testing revealed that ps1 drift caused the issue. Multiple generator not ready errors displayed in logs and affected the system's ability to scan. The ps1 connection was reset. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.